Manufacturer narrative:
Administrative review of this event found that the imagery review was inadvertently left off of the previous submission. Therefore, a supplemental report is being submitted. A review of the computed tomography (CT), found that there is heavy calcium of the leaflets, and the 26mm sapien valve is under-expanded.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that aortic stenosis may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Approximately 5 years and 6 months post-tavr procedure using a 26mm sapien 3 valve via transfemoral approach, the patient's valve failed due to stenosis. The patient's symptoms included shortness of breath. The patient underwent a valve-in-valve (viv) procedure using a 23 sapien 3 ultra resilia valve with no adverse events. Per medical record review, the operative report stated that the patient presented with severe symptomatic aortic stenosis with degeneration of tavr. Under anesthesia, with a concern of possible left main obstruction during the vale-in-valve (viv) procedure, a coronary stent was placed for the possible event of coronary artery occlusion. The patient had a viv using a 23 mm sapien 3 ultra resilia in the aortic position via transfemoral approach. No left main obstruction was observed, and the stent was removed. The viv implant was a success with no significant aortic insufficiency. No procedural complications or edwards device malfunctions were listed.